Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the pain is significantly better.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02835. It was reported the patient experienced severe right foot pain following a trial procedure on (B)(6) 2020. Surgical intervention took place wherein the trial leads were explanted on (B)(6) 2020. The pain has not fully subsided.